Event description:
It was reported that low sensing thresholds were observed. During a device upgrade the lead was explanted. Exposed insulation damage with conductors were observed post lead extraction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found that the lead was cut and returned in two pieces. Externalized conductors due to internal insulation abrasion was noted at 30.1cm to 32.2cm from distal tip. The etfe coating was intact. External insulation abrasions were found at 12.1cm ti 12.7cm and 14.3cm to 14.8cm from distal tip, consistent with friction to another device. Damaged at explant.